Manufacturer narrative:
The insulin pump was received with cracked case at display window corners. The device was received with minor scratched lcd window. No cracks at lcd window noted.

Event description:
It was reported that the display on the insulin pump is cracked. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).